Event description:
It was reported that a patient received inappropriate shock due to cautery exposure. Possible output circuit damage message was observed after interrogation. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. The reported field event of an output anomaly was confirmed in the laboratory. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The damage found is consistent with that caused by arcing between the hv conductor and ICD can. The arcing damaged the high voltage output circuitry of the device.